Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00273 and 2134265-2017-00274. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The laa anatomy was described as a "wind sock." A baseline pericardial effusion was noticed, but was small enough, so they continued the procedure. A 27mm watchman ® laa closure device & delivery system was advanced through the watchman ® access system. The closure device was deployed, but the position was too proximal, so it was fully recaptured and removed. Another 27mm watchman ® laa closure device & delivery system was advanced and the closure device was deployed. The closure device met release criteria, therefore, it was implanted. About 2-3 minutes post device deployment, the physician noticed that the effusion increased slightly. No intervention was required. They monitored the patient who was stable the entire time. A limited echocardiogram was performed the evening of procedure which looked unchanged from the procedure. The patient remained stable and was discharged next day.